Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient experienced an infection at the pump site (scrotum) and reservoir site (groin). The infection was treated via oral antibiotics. The physician does not believe the device contributed to the infection. A tactra penile prosthesis was implanted. The patient outcome was reported as good.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body. Cylinder 1 has a pinhole leak at corner of a fold attributed to wear at fold in cylinder body; hole in the outer tube was present, (see attached image). Contamination was present between the outer tube and inner tube of cylinder 1. Cylinder 1 was not functional test due to leak was identified. Cylinder 2 was functionally tested and performed within specification; no leak was found. The kink resistant tubing (krt) of both cylinders were worn to filament; no leaks were found in the krt. The ams 700 momentary squeeze (ms) pump was visually inspected. The pump krt was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. The ams 700 flat reservoir was visually inspected and functionally tested. No leaks were found. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient experienced an infection at the pump site (scrotum) and reservoir site (groin). The infection was treated via oral antibiotics. The physician does not believe the device contributed to the infection. A tactra penile prosthesis was implanted. The patient outcome was reported as good.